Event description:
Event descripition guidant received information that this pacemaker was successfully implanted and connected to the chronic unipolar atrial and venticular leads. Some hours after the surgical procedure, it was reported that the device inhibited pacing and the patient died. A review of the programming parameters noted the device was never programmed out of ship mode and the lead configuration was bipolar. The device and lead were removed and will be returned to guidant for analysis.